Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial# (B)(6) product type product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal fentanyl via an implantable pump for spinal pain indications. The patient reported that about a month ago they noticed the handset was lagging at 90% and it was taking a long time to connect to the pump. Agent reviewed data and walked the patient through deleting the data. Patient was able to connect to the pump with no lag. Patient would call back if they need further assistance. Patient then stated if she uses all the boluses the night before, in the am when trying to bolus, the personal therapy manager (ptm) would still show 0 boluses until she restarts the handset. Agent reviewed how to resync without turning off the handset.